Manufacturer narrative:
(B)(4). Device not yet returned

Event description:
It was reported that the screw (iunihg) would not disengage from the implant. Doctor ordered a screw removal tool and was sent a replacement screw.

Manufacturer narrative:
One certain® titanium largehexed screw was returned for inspection. A visual inspection revealed that the screw was worn from use about the body and threads. The drive feature is stripped and will no longer function. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® titanium large hexed screws, it is recommended to torque at 20ncm. The complaint was confirmed for the stripped condition of the screw, which would lead to the screw becoming stuck in the implant. A root cause for the complaint could not be determined. The following sections have been updated: date of this report manufacturer device expiration UDI: (B)(4). Device availability; contact office; manufacturer's contact office; date received by manufacturer; checked "follow-up"; checked follow-up type; changed "no" to "yes"; date of manufacture; (B)(4). Added manufacturer narrative.

Event description:
It was reported that the screw (iunihg) would not disengage from the implant. Doctor ordered a screw removal tool and was sent a replacement screw.